Event description:
It was reported that the patient was seen in the office and the rate response was pacing at the upper rate with the patient at rest. The technical consultant stated that the rate response sensor appeared to not be working correctly. It was also reported that the right ventricular lead impedance was really low. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv pace impedance measurement has been less than 100 ohms over the duration of the record. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. -d10 continued: 4524 implantable pacing lead - (B)(6) 1995. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.